Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon noticed a broken cable at the jaws of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the issue was identified at the beginning of the surgery when the instruments were first introduced into the patient. Because it was noticed at the beginning, no energy was applied and there was no loss of cautery associated with the damaged cable. The procedure was completed using a backup instrument. The instrument was inspected prior to use and no damage or anything out of the ordinary was noticed. The instrument did not collide with any other instrument or tool during the procedure. No arcing was observed during the prior procedure. Other instruments in use were prograsp forceps and monopolar curved scissors. The patient did not experience any injury or adverse event during or after the procedure.